Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3.1 and 3.2 failed to detect on bus, which located on (B)(6). As per part investigation, it was determined that there was fluid ingress of the part pn 151630-01 which produces a short or miscommunication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer failure" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse found that the pyxibus module controller board had no lights on, tested all the boards. The fse found that the module controller (pmc) board was bad and replaced it, tested in hardware test application (hta). During dchu visual inspection: part number 151630-01: was received with signs of fluid ingress and physical damage. During dchu testing: part number 151630-01: no further dchu functional testing was required, as fluid ingress was already confirmed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "drawer failure" is attributed to fluid ingress of the part pn 151630-01 which produces a short/miscommunication.